Event description:
The customer contact reported the tubing set burst; subsequently, a leak was noted. It was reported that a blood tubing set was connected to the female luer lock of the extension set and the option-lok male adapter of the extension set was connected to an unspecified device and was being used to deliver an unspecified med. It was reported that one hour after the delivery was started, it was reported that during a CT scan, an unspecified volume of IV contrast dye was injected into the extension set, at an unspecified rate, via an unspecified route. After an unspecified length of time during the injection, the extension set burst. No specific details were provided. It was reported that the an unspecified volume of the pt's IV fluid leaked onto the floor and onto the pt. The customer contact reported that the tubing set had been in use for less than hour when the event occurred. The tubing set was replaced. It is unk if the CT scan was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical intervention was required. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.